Event description:
The customer called to report that the screen was blank. Troubleshooting was performed and the screen remained blank. The customer also reported a high blood glucose reading of 500 mg/dl, which she treated. Advised the customer to revert to a back-up plan.

Manufacturer narrative:
The insulin pump had a blank display due to broken component on the interface board.